Event description:
The customer received questionable results on troponin t short turn around time (tnt stat), for one patient. All results are in ng/ml. The original tnt stat result was 0.025. The sample was repeated on another elecsys 2010 analyzer and generated a result of 0.15. The repeat result was deemed to be the correct result by the customer. No questionable results were reported outside of the laboratory and there was no adverse event. The customer also performed troubleshooting precision runs on the patient sample. The first patient precision run results ranged from 0.197-0.210 ng/ml. After performing troubleshooting maintenance, the customer performed a second patient precision run results, ranged from 0.186-0.202 ng/ml. The tnt stat reagent lot in use was 16887901, with an expiration date of 08/31/2013. The field service representative confirmed the alignments of the sample/reagent and sipper probes, and determined that the sipper probe and sample seal, were damaged. He replaced the reagents, calibrator, controls along with the sipper probe, sample syringe seals and o-rings. The customer ran calibration and all calibrations were ok. All qc was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.